Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mmx3.50mm nc quantum apex (tm) balloon catheter was selected for use. When the device was introduced into a non-bsc guidewire, it was noted that the shaft of the balloon catheter was broken. The procedure was completed using another balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter in two pieces. The balloon was tightly folded. Microscopic and tactile inspection revealed a fracture (separation) in the shaft, 68.5cm from the strain relief and numerous kinks in the hypotube. The fracture faces were oval as if kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the catheter broke during introduction to the sheath and that device removal was easy, as it was not completely inside the patient's body. The procedure was completed with another 15mmx3.50mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheter broke during introduction to the sheath and that device removal was easy, as it was not completely inside the patient's body. The procedure was completed with another 15mmx3.50mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.